Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed. Additionally, a crack in the hub was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported leak was due to the noted cracks on the hub and appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while backloading the armada 18 balloon dilatation catheter (bdc) onto the guide wire, negative pressure was applied and air bubbles were noted at the proximal end. The device was removed and not used in the anatomy. A different armada 35 bdc was used successfully in the procedure, without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.